Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a buzzing feeling in the chest due to stimulation at the pocket site. Testing was later conducted with no pocket stimulation noted. The device remains in use. No patient complications have been reported as a result of this event.